Event description:
The affiliate reported that the valve could not be reprogrammed. As a result, the valve was explanted.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the investigation of the returned did valve confirmed the problem reported by the customer. It might be likely that the device sustained some form of impact causing the dislodgement; this however, could not be confirmed.

Manufacturer narrative:
Please be advised that this report is being filed to reflect the correct product code and evaluation report. Upon completion of the investigation, it was noted that the product code was 82-3100 and not 82-3110 as previously reported. It was also noted that the investigation of the returned did valve confirmed the problem reported by the customer. It might be likely that the device sustained some form of impact causing the dislodgement; this however could not be confirmed. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.